Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with placement of a 3.0 x 18 mm xience xpedition stent in the mid left anterior descending (lad) artery. On (B)(6) 2014, the patient experienced an episode of chest pain. The patient was re-hospitalized on (B)(6) 2014. On (B)(6) 2014, coronary angiography noted in-stent restenosis at the target lesion and revascularization was performed with implantation of a stent. The patient's condition resolved on (B)(6) 2014 and the patient was discharged to home. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the stent remains in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Stenosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.